Manufacturer narrative:
Two other motors were previously returned to invacare for similar complaints of making noise; however, in both cases the issue was not able to be duplicated. A technician went out to see the chair. He states that there was a grinding type noise from both motors. He was advised to put the right motor on, test the chair, then put the left motor on, and test the chair. He states that the noise was definitely from the motors. He states the end user is about (B)(6), and the terrain around the house is very nice and flat. He states there is an ez lock system installed on the chair. Once the motors were installed, the noise was gone. He states that the noise only occurred when the chair was on the ground; when the chair was off of the ground, the noise was not present. The invacare 3g storm series user manual states that if the motor "chatters" or runs irregularly, stop use of the wheelchair and contact dealer/invacare for service. Should additional information become available, a supplemental record will be filed.

Event description:
End user stated that within two weeks of the motors being replaced, they started to squeal and now they are clunking. He states the chair surges, and he "mashed" his hand and "wiped out" his knee trying to drive the chair.

Manufacturer narrative:
Additional/updated information was added to reflect the right and left motor/gearbox assemblies being returned to the manufacturer for evaluation. Per the evaluation, both motor assemblies were able to drive in all four directions, free from any squealing or clunking noises. The current of both motors was within specification. However, the speed of one motor was observed to be higher than specification. If the motor balance was not adjusted upon installation, the chair would track in the direction of the lower speed motor. Despite this, no surging or unintended movement of any kind was observed during functional testing. Therefore, the complaint was not confirmed. The following fields were updated accordingly.

Event description:
End user stated that within two weeks of the motors being replaced, they started to squeal and now they are clunking. He states the chair surges, and he "mashed" his hand and "wiped out" his knee trying to drive the chair.